Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the lower case was broken near the output connectors but was unable to confirm the comment that the device had shut itself off. Analysis further noted that the upper case was broken, the battery drawer was damaged, the keyboard was scratched and that its main printed circuit board was out of specification in an electrical manner which caused it to fail its incoming testing. With its rate set to 70 paces-per-minute and the atrial and ventricular outputs set to 10 milliamperes and the backlight and menu off the battery was ejected and the device shut off after 8 seconds. This test was performed five times with the same result. Due to its length of service the generator was being returned to the customer unrepaired.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the nurse had changed out the battery the generator was unable to be turned on. It was further reported that the external pulse generator was returned for service and analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) turned off while connected to a patient. It was noted that the hospital maintenance sticker for the device was expired. The battery was replaced and the issue was not resolved; the epg was replaced. The biomedical engineer (be) found that when a different brand battery was used, the epg operated fine. It was noted that the be found hairline fractures at the output connector and around the patient connectors. The epg will be returned. No patient complications have been reported as a result of this event.